Event description:
It was reported during the implant procedure, during the attempt to withdraw the leadless implantable pulse generator (ipg), the leadless ipg did not enter straight into the recapture cone and could not be stored in the recapture cone. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name; micra, model #: mc1vr01-delsys, expiration date: 28-mar-2023, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 13-oct-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.